Manufacturer narrative:
Internal file number - (B)(4). Correction: the reported patient effect of dissection of the coronary artery is listed in the xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures.

Manufacturer narrative:
(B)(4). Internal file number -(B)(4) : during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 99% stenosed, moderately calcified lesion in the heavily tortuous mid left anterior coronary artery. Pre-dilatation was performed and after deployment of the 2.75x38 mm xience prime stent, a distal edge dissection was noted. Another xience stent was used to cover the dissection. There were no reported adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.